Manufacturer narrative:
The autopulse platform (s/n # (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the front cover was cracked. The autopulse platform is a reusable device and was manufactured on 07/29/2008. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the platform's archive was performed and no "initialization mode" message was observed on the reported event date of (B)(6) 2016. However, there were multiples user advisory (ua) 2 (compression tracking error) and ua 7 (discrepancy between load 1 and load 2 too large) observed in archive on the start date of (B)(6) 2015 are not related to the reported complaint. The platform passed functional tests without any fault or error report. Load cell characterization testing was also performed and confirmed that both load cell modules are functioning within the specification. Performed the run-in testing with the 95% patient test fixture (lrtf) for several hours, and did not replicate any of the user advisory or fault. In summary, the reported complaint was not confirmed during archive review and functional testing. The issue could not be replicated during run in testing with a known good battery. Following service, the power distribution board was replaced as part of the process. The platform passed functional testing and there were no faults or errors found during testing.

Event description:
It was reported that during patient in cardiac arrest, the autopulse platform (s/n: (B)(4)) displayed "initialization mode" message. The message could not be cleared. The battery was removed and shutting down the platform. The crew did not observe that the lifeband was twisted. The use of platform was discontinued and reverted to manual CPR. The platform was checked in the next morning and the platform appeared to be working fine. No other information was provided.